Event description:
Voluntary medwatch received states that the patient experienced syncope and near-syncope, and the right atrial (ra) lead exhibited occasional under-sensing and blanking during atrial tachycardia/ atrial fibrillation (at/af) events. No changes or intervention were reported. The patient's condition was not known.